Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6). Customer¿s blood glucose value at time of incident was 401mg/dl and 500mg/dl to 600 mg/dl and current blood glucose value is 188 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.